Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he programmed a bolus of 9.9 units during the night. His wife heard a clicking noise and notified the customer. The customer woke up and noticed the bolus in progress, and quickly suspended the delivery at 8.8. The customer treated himself, but went to the emergency room as a precaution. Assisted the customer in reviewing the bolus history as well as viewing the carelink report. Nothing further was reported.